Event description:
Patient offered no complaints pre treatment, 12 minutes after initiation he complained of being hot, tightness in his chest, shortness of meath and a funny taste in his mouth. The treatment was disc and the blood recirculated. The md was notified and no meds were ordered. The blood was discarded and the pt. Told to do card for 1 week. He was then again placed on a pre processed c101 without diff. The pt was on vasotec but it was disc.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. The device was destroyed/disposed of.